Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed polyurethane insulation partially melted in a few places. This type of damage is consistent with electrocautery damage. Resistance testing found that the lead was electrically continuous. No other damages were observed.

Event description:
It was reported that this patient underwent a surgical intervention for a cardiac procedure, wherein this right atrial (ra) lead was unintentionally damaged by the physician. As a result, the lead was removed and replaced. No adverse patient effects were reported. The explanted lead was returned to boston scientific for analysis.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for a cardiac procedure, wherein this right atrial (ra) lead was unintentionally damaged by the physician. As a result, the lead was removed and replaced. No adverse patient effects were reported.